Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an audio anomaly on the insulin pump. The device had stopped producing sound during alarms. It would only work intermittently. The customer¿s blood glucose during the incident was 6.5 mmol/l. They performed self-test was performed and the device alarmed a hardware low level failure. Troubleshooting was performed. The device did not beep during the tone test. The device will be returned for analysis.